Manufacturer narrative:
Evaluation of the returned ace60 confirmed kinks in the distal shaft. This damage likely occurred due to forceful advancement against resistance during use. If the device is advanced through a tortuous patient anatomy, resistance may encounter and damage such as kinks may occur. Further evaluation of the device revealed that the catheter lumen was damaged near its distal tip. This damage was likely incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60) and a neuron max 6f 088 long sheath (neuron max). It was noted that the patient anatomy was tortuous. During the procedure, while advancing the ace60 to the target vessel, the physician experienced resistance when the ace60 reached the cavernous sinus segment. Subsequently, the physician decided to remove the ace60. Upon removal, it was noticed that the distal end of the ace60 was kinked. The procedure was completed using a new ace60 and the same neuron max. There was no report of an adverse effect to the patient.